Event description:
A non reactive advia centaur xp hbc total result was obtained on a patient sample and considered discordant when compared to a historical reactive test result. There was no known report of adverse health consequences due to the discordant hbc total test result.

Manufacturer narrative:
The cause for the discordant advia centaur xp hbc total test result is unknown. The customer was unable to provide any sample data or information with regards to the reactive result from four years ago and unwilling to provide any further information. The limitation section of the IFU states the following: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." No conclusion can be drawn.